Event description:
As reported, the bard flat mesh was autoclaved prior to preparing a patient for hernia repair, during which the mesh size was reduced to the point where it cannot be used normally. As reported, a new piece was re-cut and urgently sterilized. There was no reported patient injury.

Manufacturer narrative:
As reported, it was noted that ¿the bard flat mesh size was reduced to the point where it could not be used after the mesh was autoclaved at the user facility. Per the warning section of the instructions-for-use supplied with the device, ¿this mesh has been designed for single use only. Reuse, reprocessing, resterilization or repackaging may compromise the structural integrity and/or essential material and design characteristics that are critical to the overall performance of the device and may lead to device failure which may result in injury to the patient" and ¿reuse, reprocessing, resterilization or repackaging may also create a risk of contamination of the device and/or cause patient infection or cross infection, including, but not limited to, the transmission of infectious diseases from one patient to another. Contamination of the device may lead to injury, illness, or death of the patient or end user". Based on the reported information and the investigation performed, the reported device ¿shrinkage¿ that occurred is a use related event with no manufacturing or device malfunction identified. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.